Manufacturer narrative:
Updated sections: b4, b5, b7, g3, g6, h2, h6.

Event description:
It was reported that a patient with an 23mm 11500a aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 4 years, 5 months due to severe stenosis and regurgitation secondary to frozen leaflets. The patient presented with shortness of breath, rv dilation/dysfunction, and exercise intolerance. The procedure was performed with a 26mm 9750tfx transcatheter valve. The patient was hemodynamically stable after the procedure and was discharged home on post procedure day # 1.

Manufacturer narrative:
Echo image impression: although the abnormal structures seen on the 9.14.2022 tte could represent distorted bioprosthesis posts, this is unlikely in the setting of prior documentation of apparently normal post appearance and no interval interventions. The cause of leaflet thickening and calcification is not apparent based on the submitted echocardiographic images. With the inherent limits of 2d imaging, there does not appear to be contact between the visualized bioprosthesis posts and the pa wall on any of the available echocardiograms following 9.25.2018 implantation of the inspiris bioprosthesis but, if available, 3d imaging (e.g., computed tomography) could provide confirmation. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and or its studied population. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of chd (tetralogy of fallot, asd, pda, bilateral svc) in addition to the patients age at implant.

Event description:
It was reported that a patient with an 23mm 11500a aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 4 years, 5 months due to regurgitation. The procedure was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives updated b5 and h6 per new information received.

Event description:
It was reported that a patient with an 23mm 11500a aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 4 years, 5 months due to severe stenosis and regurgitation secondary to frozen leaflets. The procedure was performed with a 26mm 9750tfx transcatheter valve. The patient was hemodynamically stable after the procedure and was discharged home on post procedure day # 1.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, d4 (expiration date), g3, g6, h2, h4, h6. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed including patient age at implant. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data d8 - "no" field should have been selected on initial FDA report.